Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. It should be noted that the nc trek rx instructions for use, states: if resistance is met during manipulation, determine the cause of resistance before proceeding. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported shaft separation and difficulty to position appear to be related to circumstances of the procedure as reported as it is likely that manipulation during and advancement against resistance due to other devices used resulted in the shaft/hypotube separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending coronary artery with no tortuosity, no calcification and 75% stenosis. An unspecified nc trek balloon dilatation catheter was advanced to the lesion through a 6f guiding catheter. A 3.00 x 12 mm nc trek rx balloon dilatation catheter (bdc) was advanced for a kissing balloon technique; however met resistance within the guide catheter. The bdc was advanced against the resistance and a proximal shaft separation occurred. The separation occurred at a point outside of the patient anatomy and the distal portion of the bdc was simply withdrawn with no resistance. The procedure was successfully completed with an unspecified trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.